Manufacturer narrative:
The unit was returned for evaluation on (B)(6) 2026. The unit came in for the return reason for oxygen error is confirmed since compressor fail for low flow and noise, which possibly caused due to worn seals; worn piston bearings; and zeolite debris also existed inside.

Event description:
It was reported that the patient's stationary unit stopped working and was not producing oxygen. Troubleshooting did not resolve the issue and there was an oxygen error message present. As a result, the patient had difficulty breathing and had shortness of breath. The inogen team attempted to contact the patient for further information three times with no response.